Manufacturer narrative:
The user facility is outside the united states. No medwatch report was received. Device manufacture records were reviewed and found no deviations or abnormalities related to the function of the device. Sterility records were reviewed and found to be within specification. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2010. Patient underwent revision surgery on (B)(6), 2011 due to infection. No further complications have been reported.